Event description:
Per the clinic, the patient experienced poor performance and painful non-auditory stimulation with the device; however, the issue could not be resolved. The device was explanted (B)(6) 2010. There are no plans to reimplant the patient with a new device.

Manufacturer narrative:
This report is filed (B)(4) 2012.

Manufacturer narrative:
(B)(4). A cover letter was provided to the agency regarding this event. Analysis in process.